Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited oversensing and noise causing device inhibition. It was also noted that the lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.